Event description:
It was reported to boston scientific corporation that a pt had an obtryx mesh sling placed system in 2007. The following month, the pt experienced a mild urinary tract infection. The pt was treated with antibiotics (unk) by her physician for approx two days. The physician noted that he was unsure if the event is related to the device. The complainant stated that the event was resolved with medication.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the lot number was conducted; no additional complaints have been recorded for this lot. The august 2007 15-month mid-ureteral slings complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. Our dfu (directions for use) indicates that infections are a known risk of sub-urethral sling placement.